Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella pump was returned for investigation. The product was returned and a kink in the cannula was observed. The root cause of the delivery issue was determined to be the patient¿s condition and the patient¿s anatomy. The cause of the issue was patient condition related to the kink in the cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown gender, race and ethnicity, was taken to the cardiac catheterization laboratory (ccl) for impella placement. It was reported that due to the patient's cardiac anatomy, the pump was not able to be implanted, and the placement procedure was aborted. A new impella cp pump was successfully implanted. No patient harm was reported.